Manufacturer narrative:
Concomitant medical products: 457445 lead implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they "fell down right to the floor." The patient reported they had a low heart rate when "they checked their meters" and that "it's supposed to be more". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.